Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60.3mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the diameter of the upper proximal neck was 22.5mm. The diameter of the aneurysm entry was 23.9mm. Proximal neck length by centerline was 47.3mm. Proximal neck angulation of 70 degrees. It was reported that during the index procedure and when the delivery system of the contralateral leg was delivered upward, the distal tip of the delivery system was stuck on the bending portion of the proximal neck due to the severe angulation of the proximal neck. Therefore, it was difficult for the physician to move the device upward. The contralateral leg was deployed at the intended landing zone. However, as a result, the main body had a possibility of a slight migration. A small type ia endoleak was identified; however, no additional treatment was performed. No clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).